Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, was implanted into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019, the lens was explanted, the surgeon reporting low vault, significant reduction of irido-corneal angles (ica), and that the lens was implanted inverted. On (B)(6) 2019 a longer lens was implanted and the problem is noted as resolved. Surgeon states the patient is "doing well." The cause of the event is reported as device, states the lens "flip[pped] during insertion."

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in the lens vial. Visual inspection found that the haptic was torn. Claim#: (B)(4).